Event description:
Caller reported experiencing several cartridge alarms with the tandem mobi pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.